Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effect of air embolism is listed in the coronary dilatation catheters (cdc), trek rx instructions for use (IFU) as a known patient effect. The investigation was unable to determine a conclusive cause for the reported complaints; however, the reported additional treatment and hospitalization appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects of air embolism, cardiac arrest and respiratory failure and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Event description:
It was reported that the trek rx balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and no issues were identified. During the left anterior descending artery intervention, the bdc was advanced to the lesion without issue. During balloon inflation, an air embolism was noted in the patient, which was noted to be from a crack or tiny hole in the shaft of the device. The patient status declined quickly. The patient was intubated and cardiopulmonary resuscitation was started. There was no additional information provided.